Event description:
While the nurse was attempting to get one of these phacoemulsification handpieces to work prior to a cataract extraction procedure, she received a shock. She is not sure which handpiece gave her the shock. She was not injured.